Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and high pacing impedance. As received, a complete lead was returned in one piece. The reported events of failure to capture and high pacing impedance were not confirmed. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within specification.

Event description:
Related manufacturer report number: 2017865-2023-46811. It was reported that the patient experienced dizziness or presyncope. It was noted that the right atrial (ra) and right ventricular (rv) leads exhibited elevated pacing impedance, no capture and poor pacing. Ra and rv lead dislodgement was confirmed and lead integrity was thought to be compromised. The ra and rv lead were explanted and replaced. The patient was stable.